Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0jxeu, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The representative reported the patient programmer icon navigation button was not working. Specifically "moving down to adjust the amplitude." It was identified the caller was in reduced icon mode. After the patient was reprogrammed and everything worked. It was noted there was a lead issue that resulted in an impedance issue. Open circuits was the reason for lead revision on the day of the call. Additional information received from the representative reported there were impedances >4,000 ohms on multiple electrodes and the issue could not be determined. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.